Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, b3, b5, d1, d2b, d3, d4, d6a, d6b, h4, h6.

Event description:
Healthcare professional reported a left side affected with a capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported an unspecified side affected with a capsular contracture. Device remains implanted.